Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was initially reported that the pt experienced discomfort described as "her stomach was jumping" after she increased her stimulation in (B)(6) 2010, due to lack of effect. She rec'd therapeutic effect but did not like the sensation. Subsequently it was reported that the pt had the device explanted because of an acute onset of bilateral lower extremity paralysis, and it was noted that the device was working well for her at the time. No central nervous system pathology was detected and a new device was implanted on (B)(6) 2010. It was reported that the pt's symptoms improved after the implant.